Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with perigee system on or about (B)(6) 2006 for pelvic organ prolapse and stress urinary incontinence. It was alleged the plaintiff suffered "severe and permanent bodily injuries and significant mental and physical pain and suffering," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.